Event description:
The technician alleged the nurse call did not function. No patient impact.

Manufacturer narrative:
The technician replaced the side com power control board assembly to resolve the issue.